Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needleless connector was blocked. This event occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: when using maxzero at the end point of b. Braun 3-way extension stop cock, the connector does not open maxzero properly and infusion fluids will not go through fast enough or at all.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-03-22. H6: investigation summary one mz1000 sample was received in opened packaging from lot 21015280. A connecting bd connecta stopcock extension set and a b.braun extension set were also received to assist the investigation. Functional testing was performed by connecting the mz1000 product to the bd connecta extension set; no occlusions or flow restrictions were observed. However, when the product was connected to the b.braun extension set, the customer's experience was replicated as no fluid was able to pass. A visual inspection of the male luer of the b.braun extension set confirmed that the luer tip had a sharp raised outer edge. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015280 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, the customer's experience of occlusion was confirmed when the b.braun extension set was connected to the maxzero. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the bd maxzero¿ needleless connector was blocked. This event occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: when using maxzero at the end point of b. Braun 3-way extension stop cock, the connector does not open maxzero properly and infusion fluids will not go through fast enough or at all.